Manufacturer narrative:
The complaint investigation for increased reactive rates and false reactive results when using alinity I hbsag included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Evaluation of complaint data for the product identified normal complaint activity. Trending review determined no trends for the product for the issue. Device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. A customer data review for alinity s hbsag was performed inclusive of the date range jan. 1, 2021 to sept. 17, 2021. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at csl plasma gmbh and peer sites. The specificity and reactive rate performance of lot 26237fn00 at csl plasma gmbh is comparable to the performance at peer sites and within product requirements. Specifically, lot performance at csl plasma gmbh is irr: 0.021%; rrr: 0.007%; specificity: 99.993% while lot performance at peer sites is irr: 0.057%; rrr: 0.010%; specificity: 99.990%. The overall irr, rrr and specificity of lot 26237fn00 across peer sites inclusive of csl plasma gmbh are 0.045%, 0.009% and 99.991% respectively, and are comparable to the performance of other lots of the same assay evaluated in the comparison (irr: 0.08 to 0.53%; rrr: 0.007 to 0.042%; specificity: 99.958 to 99.993%). Assessment of lot 26237fn00 performance by month indicate that the irr and rrr across peer sites range from 0.000-0.270% and 0.000-0.116% respectively. However, the irr and rrr across plasma peer sites inclusive of csl plasma gmbh range from 0.000 to 0.076% and 0.000 to 0.050% respectively and is within product requirements. Based on the investigation, alinity s hbsag reagent, lot 26237fn00 is performing as intended, no systemic issue or product deficiency of the alinity s hbsag reagent was identified.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 06p02-55 that has a similar product distributed in the us, list number 06p02-60. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an increase rate of (B)(6) alintiy s hbsag results since the implementation of the alinity s anti-hcv ii assay on the alinity s system across multiple analyzers. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): (B)(6) 2021 sid (B)(6) = initial hbsag result = (B)(6), (B)(6) 2021 sid (B)(6) = initial hbsag result = (B)(6), (B)(6) 2021 sid (B)(6) = initial hbsag result = (B)(6), (B)(6) 2021 sid (B)(6) = initial hbsag result = (B)(6). (B)(6) 2021 sid (B)(6) = initial hbsag result = (B)(6). There was no impact to patient management reported.